Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat # 6260-9-236; v40 cocr lfit head 36mm/+5; lot # mma1v7. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised. As reported by rep: "revision due to painful joint. No other findings or information available." A 36+5 lfit head and 36e 10° poly insert were revised to a 28mm biolox head, +4 sleeve, adm/ mdm poly insert, and mdm metal liner. Spoke to rep, who supplied the primary and revision usage sheets and confirmed that no further information will be released by the hospital or surgeon.